Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was unknown at the time of admission. The customer also reported their insulin pump shutting off completely on the day of the low blood glucose event. The customer stated, they reverted to manual injections as a result. The customer's alarm history showed a failed battery test alarm and a battery out limit alarm occurring. The customer's blood glucose was 12.9 mmol/l at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No unexpected failed battery test alarm was noted. No blank display was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.